Event description:
It was reported that during a da vinci-assisted surgical procedure, immediately after inserting the vessel sealer extend (vse) instrument, it was not possible to open the working part. The lateral movement was functional. It was necessary to replace it with a new one. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved side-to-side but could not open the working part. There was no patient harm. A fragment did not fall into the patient. The issue did not occur after a system fault. The surgeon could not open the working part of the instrument immediately after insertion into the abdominal cavity, the movement to the sides was maintained. As they could not grasp any tissue, it was not necessary to use a wrench - release key.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not confirm but not replicate the customer complaint "immediately after insert part. The lateral movement was functional. It was necessary to replace it with a new one". The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attach to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, further more affecting the operation of the instrument¿s jaws. The jaws would not open during in-house testing. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement test. The jaws failed to open during testing. Root cause attributed to manufacturing.